Event description:
The splines of the ablation catheter inverted during prep of the catheter. The catheter was removed and replace with no impact to the patient. Vendor notified. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).